Event description:
(B)(6) clinical study. Same patient as MFR# 2134265-2012-02396, 2134265-2012-02892, 2134265-2012-02893. It was reported that during a coronary artery stenting treatment procedure, the patient experienced chest pain. The lesion being treated in the index procedure was located in the left main coronary artery (lmca) extending to proximal left circumflex (prox lcx) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion in the lmca was pre-dilated with a 3.5x9mm maverick2 balloon catheter, resulting in chest pain with inflation which was treated with intracoronary nitroglycerine and intravenous fentanyl. Post pre-dilation a 3.50x16mm taxus liberte stent was placed in the target lesion, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).